Event description:
Nurse states percutaneous endoscopic gastrostomy device in place for approx 4 months and when physician went to remove traction, the dome separated from the shaft of tube. Removed dome using unk device. Rn indicates gastric-tube was being removed due to blockage in the tube & feeding nutrients were unable to get thru. Pt is a nursing home pt.